Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a full height drawer position 2 on the auxiliary cabinet failed and unable to recover. The field service engineer replaced controller board and flat flex cable, restarted station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer stated that the technicians rebooted the pyxis and drawer is still showing failed not recovering causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.